Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that during a whipple procedure, the device, after firing was completed, cut but did not form a staple line. The surgeon performed hand suturing to complete the procedure. There were no adverse consequences to the patient.